Event description:
The following has been reported: new pump which shows the same issue as those sent previously : an error accompanied by red leds on start-up. The power supply board will be sent for evaluation. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. The power supply board was found to be defective and was sent back to brézins for further investigation. According to local investigation, the reported event is confirmed with a capacitor on the transformer board not properly soldered. The cause of the failure may be due to a poor and unstable dc output from the transformer board. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action